Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the infusion set, with eight alerts cleared without changing the tubing, leading to hyperglycemia with a blood glucose of 389 mg/dl confirmed by fingerstick; the user temporarily discontinued pump therapy and used subcutaneous insulin by pen before resuming pump therapy after changing infusion sites. Symptoms included hyperglycemia. Outcomes included interruption of pump therapy and use of backup insulin therapy. Investigation included customer care troubleshooting and user education on site rotation. Investigation of this case revealed likely infusion site issues consistent with scar tissue affecting teflon cannula performance, as symptoms resolved after changing sites. It was concluded that the event was attributable to an infusion set deployment and/or site integrity issue rather than a device malfunction, and the user is now in range after implementing site rotation.